Event description:
Reportedly, in follow-up data of (B)(6) 2010, statistics indicated that one fallback mode switch occurred. However, inconsistent information was displayed regarding the date of this episode, and no egm corresponding to this episode was recorded in device memories. An explanation is required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.